Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire. The conductor wire was broken near the yaw pulley. The wires were slightly exposed at the broken end. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The instrument was also found to have damage to the conductor wire¿s insulation. Visual inspection found the wire exposed, and a section of insulation measuring 0.100" in length was missing. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Intuitive surgical, inc. (Isi) received a force bipolar instrument from the customer. There was no alleged malfunction reported against this instrument. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.